Event description:
It was reported during an apex total shoulder procedure the end of the broach handle fell off when impacted with the slap handle. The broaching procedure was completed when this occurred so no replacement was needed. There were no further issues and the case was completed. To date, the patient is fine.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not returned and a physical evaluation of the device was not performed. The reported event is not confirmed without the device being returned or any photos provided. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage.